Event description:
The patient had a recurrent persistent atrial fibrillation requiring tikosyn and hospitalization. The causality was possibly device and procedure related. The event was anticipated and it was not a life threatening. This event was part of a clinical study. On (B)(6), received additional information requested from study coordinator ((B)(6)) stating that the patient was diagnosed in 2012 with paroxysmal atrial fibrillation; patient enrolled in (B)(4) on (B)(6) 2013. Pulmonary vein ablation (pva) performed on (B)(6) 2013. The patient had not taken tikosyn in the past. The primary investigator deemed it necessary to initiate secondary to continuing breakthrough symptoms of atrial fibrillation (af).

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. (B)(4).